Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. There is insufficient reported information to determine the device's contribution to the reported outcome.

Event description:
The customer contacted stryker to report that their device was not shocking. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive. It could not be confirmed if device contributed to the patient outcome.